Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, (B)(6) patient experienced left inguinal pain and voiding dysfunctions after altis procedure. Date of procedure : (B)(6) 2016 (with hysterectomy, prolapse repair). Date of onset event : (B)(6) 2016. Description of the event : after altis procedure, the patient experienced left inguinal pain during 4 days and voiding dysfunctions (urgenturia and she woke up during the night from 6 to 9 times for urinating). On (B)(6) 2016 (first visit after altis procedure), patient reported the overactive bladder symptoms, examines were normal (pvr=20 ml, no infection). Patient had anticholinergic treatments during 6 months but they weren't effective on (B)(6) 2018 : revision of altis. Cystoscopy was normal, pvr=0, no infection. On (B)(6) 2018 scanner was done, result was normal. On (B)(6) 2018, the symptoms improved but not completely resolved (no symptoms during the day more, patient wakes up from 2 to 3 times during night). Treatment : on (B)(6) 2016: trospium chloride 20 mg (2 tablets/day) during 3 months. On (B)(6) 2016 : fesoterodine 4 mg/day during 3 month. On (B)(6) 2018 : section 1 cm of altis. Status of the event : pain was resolved on (B)(6) 2016 and voiding dysfunction is improved but not resolved on (B)(6) 2018 (device still implanted). According to investigator, pain is related to the procedure but he doesn't know if voiding dysfunctions are related to altis procedure.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain and urgency, quality accepts the physician's observations of such as the reason for surgical intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4684119. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.